Event description:
It was reported that during a procedure that were catheter removal difficulties occurred. An omega 4.50x20mm stent was placed in the right coronary artery at 14atm. The balloon deflated and upon removal of the stent delivery system the physician experienced resistance and required additional strength then usual to remove the stent delivery system. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).